Event description:
It was reported that at device check-up in (B)(6) 2012, high impedance and capture thresholds were noted. Pharmacologic changes were suspected. In april, high thresholds were still present. The lead was capped due to a fractured lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.